Event description:
The customer reported that the ECG waveforms were locking up on the screen.

Manufacturer narrative:
The field service representative found on a subsequent visit the r1 probe and possibly r1 chimneys not being inserted in magnesium r1 reagent and replaced r1 and r2 probes. He verified all rinse and dispensing was operating correctly and pressures were adequate. He inserted chimneys in reagents requiring r1 chimneys including magnesium r1 reagent. The field service representative ran performance testing with significant improvement. Investigation determined the issue was resolved after the field service visit. No further issues have been reported by the customer since the service visit. The customer verified that no patients were treated based on the erroneous results.

Event description:
The user received questionably high magnesium results for 3 patient samples. The user stated there were no instrument alarms and no other assays affected. Two of the patient samples had discrepant results upon repeat. For patient sample 1,the original result was 4.0 mg/dl. This result was reported outside the laboratory. The sample was repeated giving a result of 1.7 mg/dl. A corrected report was issued with the repeat magnesium result of 1.7 mg/dl. User said the erroneous result was corrected within 30 minutes, and verified the patient had not been treated based upon the erroneous result. For patient sample 2, the original result was 4.1; the repeat result was 2.3 mg/dl. Only the repeat magnesium result of 2.3 mg/dl was reported outside the laboratory. The patient was not affected by the incorrect original result. Magnesium reagent lot number - 61260501. The field service representative could not determine a cause for the issue. He performed cleaning and maintenance on the analyzer. To verify analyzer operation, performance tests were performed. The results of the performance tests were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.